Event description:
It was reported that during an airway stenting treatment procedure the stent kinked. The target stricture was in the left upper lobe. An ultraflex tracheobronchial stent had been selected and advanced to treat the target stricture during the procedure, the device "kinked really hard" near the proximal end of the stent and the physician was unable to advance the stent across the stricture. The device was removed. The procedure was rescheduled as the patient was a "very difficult sedation" and has become combative. The procedure was rescheduled and successfully completed 12 days later. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
.